Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Complaints text (B)(6), 2018 erp_rfc_user related (B)(4). Complaints text (B)(6) 2018, erp_rfc_user related (B)(4). Complaints text (B)(6) 2018, (B)(6). Initial notes: cust's mother sts that the cust had 2 no delivery alerts. Inquired what led up to the complaint. Customer response: cust's mother sts that she was trying to give a corrective bolus for a milkshake, and when she hit the act button, the no delivery alarm just started going off. It went off again afterwards during regular basal delivery. No delivery alarm during basal/bolus/fixed prime t/s per (B)(4). Expl no delivery alarm and possible causes. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Adv to disconnect at the qr. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Question - is customer able to remove the set at this time to test the site portion of the infusion set? Response: cust's father sts they are good for now and did not want to proceed with t/s. Explained there may be possible site related issue or site/set occlusion. Adv to change the entire inf system. Expl interaction aftercare email. Cust is not using fixed prime customer's outcome pertaining to the complaint: cust's entire set will be changed. Additional notes: cust also had a high bg of 453 mg/dl, but the mother refused to t/s after being offered to t/s for high bg. Ship: 1 mmt-326at, 1 mmt-862t / return: nothing. Complaints text (B)(6) 2018, (B)(6). Initial notes: cust's mother sts that the cust had 2 no delivery alerts. Inquired what led up to the complaint. Customer response: cust's mother sts that she was trying to give a corrective bolus for a milkshake, and when she hit the act button, the no delivery alarm just started going off. It went off again afterwards during regular basal delivery. No delivery alarm during basal/bolus/fixed prime t/s per (B)(4). Expl no delivery alarm and possible causes. Adv positioning in motor may have shifted. Adv to always complete rewind/load reservoir process before connecting back to set. Adv to disconnect at the qr. Assisted customer in performing a 5.0 unit fixed prime. Customer states the insulin exited. Question - is customer able to remove the set at this time to test the site portion of the infusion set? Response: cust's father sts they are good for now and did not want to proceed with t/s.. Explained there may be possible site related issue or site/set occlusion. Adv to change the entire inf system. Expl interaction aftercare email. Cust is not using fixed prime customer's outcome pertaining to the complaint: cust's entire set will be changed. Additional notes: cust also had a high bg of 453 mg/dl, but the mother refused to t/s after being offered to t/s for high bg. Ship: 1 mmt-326at, 1 mmt-862t / return: nothing.